Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The very tight target lesion was located in a very tortuous vessel. A synergy¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent and the catheter were bent. The device was then removed and the procedure was completed with another of the same device. There were no patient complications.